Manufacturer narrative:
Additional catalog #: 72401982, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) old female with a history of a sphincterotomy and neurogenic disorder was implanted with a acticon device on (B)(6) 1999. On (B)(6) 2002, the cuff and pump was revised. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss from cuff. No further info was provided. Hospital discarded the device-unable to follow-up.